Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter stopped working as intended. Customer was unable to provide any additional information and details regarding the reported issue. No additional patient or event information was available. A root cause could not be determined.